Event description:
During video-assisted wedge resection of a left upper lobe lung mass, the thoracic surgeon could not get the articulating endoscopic linear cutter to release, stapler got stuck. Had to abandon the attempt and discard the device.